Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot mb8580 is invalid please clarify lot involved.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off and needed to be re-sutured. The procedure was completed with a like device. There was no reported adverse patient event. No additional information could be provided.